Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) instructed the caregiver to close the transfer set and to disconnect the patient from the cycler. Rts advised the caregiver to contact the nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation with the tubing cut and the slide clamp and cap missing. Visual inspection was performed and a cut in the tubing was observed which may have caused the sliding clamp and cap to come loose. Due to the nature of the sample, no further evaluation could be performed. The reported issue could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.